Event description:
Complainant alleged that operating room clinicians were performing a cardioversion on an open heart surgery pt (age and gender unk), but the device display blanked out whenever the energy was discharged. In addition, the clincians reported that the screen also blanked out whenever the oblating (cauterizing) device was being operated. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.